Event description:
It was reported that the user attempted to scan a new glucose sensor with the ilet system and received an incompatible sensor message; the agent confirmed the user was trying to use a freestyle libre 3 sensor instead of the required 3+, resulting in a use-of-device problem with no applicable device sub-assembly involved. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided by the user. Investigation of this case revealed an interoperability problem consistent with attempting to use a non-compatible sensor with the system, categorized as a use-of-device problem with no relevant component-level term. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions.